Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Customer states that the lift is hard to move the wheels. Seems to be more resistent than the other lift he has which is the same model. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.